Event description:
It was reported the patient is not receiving pain relief from the scs system. Diagnostic testing revealed high impedances on the leads. The leads were explanted and replaced. The patient was reprogrammed and is receiving effective stimulation therapy. The explanted devices will not be returned to sjm. Note: the patient received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.